Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was also reported that the atrial and left ventricular (lv) leads had high thresholds. The device and atrial lead were explanted and replaced; the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defib lead: (B)(6) 2006. 5568 implantable pacing lead: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.